Manufacturer narrative:
The customer then confirmed that the power switch overlay was replaced, and the issue was resolved. No other concerns were reported from the customer. The device context of use is unknown, however, there was no patient harm or injury reported.

Manufacturer narrative:
Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Event description:
The customer reported that the ventilator experienced a check vent alarm light emitting diode (led) failure message at start up. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue via an error code found in the event log. The rse advised the customer to disconnect all power, connect, and restart to clear alarm. The rse advised the customer if the problem persists to replace power switch overlay to correct the issue. As a result, the rse provided power switch overlay part and price. Further information regarding repair has been requested from the customer. No response has been received at this time.